Event description:
Information received by medtronic indicated that small parts of inner valve of the sheath were retracted with the shaft of the rf ablation cathater. This was noted when removing the catheter from the sheath at the end of the procedure. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
Visual inspection of the returned device showed visible damage on the surface of the valve, including the presence of whitish blue debris and delamination of the valves surface. The reported issue has been confirmed through testing (visual inspection). The device failed the returned product inspection due to a damaged (delamination and flaking) hemostasis valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.